Event description:
The product was owned, mfg and distributed by ortho diagnostics, inc. Meridian diagnostics, inc. Purchased the mfg and distribution rights after the alleged malfunction occurred. To date, in-house evaluations have identified no problems associated with product mfg by meridian diagnostics, inc. We are currently obtaining data from external clinical studies. When these results are in, a final follow-up medwatch report will be submitted.